Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that pt experienced a broken sensor wire. Upon removing the sensor, pt's mother noticed that the sensor wire was almost broken in half. There was no wire broken under or protruding from the skin. Pt's mother reported blood at the insertion site that may have been caused by the pt bumping into the sensor. No medical intervention was required, and pt was fine at the time of her mother's call to dexcom technical support.